Event description:
After an in home infusion for ivig with patient, nurse was removing tubing set from pump and she noticed a crack at the junction between the yellow flow stop and the tubing on the patient side (distal). FDA safety report ID # (B)(4).